Manufacturer narrative:
The explanted products will not be returned for evaluation.

Event description:
The pt's leads were explanted due to infection at the incision site. The pt is being treated with antibiotics.